Event description:
The physician was attempting to implant a 2.5 mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to exhibited 80% stenosis and little calcification. It was reported that the lesion was pre-dilated and the physician could not advance the stent across the target lesion. Force was used in an attempt to deliver the stent to the lesion, however was unsuccessful. When the stent was removed from the patient, the stent was reported to be damaged. Post removal of the endeavor sprint device, the physician successfully delivered another stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: a number of struts on the 7th, 8th, 10th and 11th proximal stent segments were raised and deformed. Stent was positioned on the balloon as per specifications. No further damaged noted.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis, and little calcification); failure to follow instructions (use of force during procedure). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis, and little calcification); user error contributed to event (use of force during the procedure). (B)(4).